Event description:
Overdelivery reported. The pump was reportedly set to infuse morphine in a 5mg/ml concentration at unspecified settings. The pump reportedly "infused 150mg in 2.5 hours." This was approximately "2 to 3 times expected delivery" but settings were not known. The pt did not experience any adverse effects, in fact, nurses report that "he actually perked up and felt better." No additional info was available.